Event description:
The device was not clinically applied. Reportedly, the scope's visibility was not clear after approx fifteen resterilizations.

Manufacturer narrative:
11/5/96 - supplemental report sent to FDA. Additional information entered in d7, d8 and d9. Device indicated and codes entered in h3 and h6.